Event description:
The occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the balloon to 6mm to occlude to vessel. The physician inserted a stent delivery catheter, while the stent was being placed the occlusion balloon deflated unexpectedly. The device was removed from the patient and pt. Is reported to be fine.